Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heart transplantation. Patient was elevated on the transplant list due to infection secondary to colonic perforation from driveline.

Event description:
It was reported that the patient presented on 03jan2022 with new purulent drainage, severe abdominal pain, and erythema. The patient was treated with IV antibiotics which they remained on until their heart transplant on 30march2022.

Manufacturer narrative:
B2: life threatening was checked inadvertently manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported infection and patient condition could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 17may2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events such as infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.